Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were fibrin strands and a red cell ring in 2 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. A total of 100 retained samples were inspected for factors related to fibrin and red cell ring and no abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of (B)(6) 2025. Therefore, factors that may contribute to fibrin and red cell ring were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (fibrin, red cell ring) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and bd was unable to determine any external contributor to this reported issue. This complaint has not been confirmed for the indicated failure modes fibrin and red cell ring. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were fibrin strands and a red cell ring in 2 devices. There were no health consequences or impacts reported.